Event description:
Procedure: gastrectomy. According to the reporter: three days after the procedure, it was observed that the proximal staple lines opened up. The problem was solved by manual suture. The next day, the staple line at the duodenal end opened and another procedure had to be performed to close the anastomosis.

Manufacturer narrative:
(B)(4).